Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system on (B)(6) 2024 to the upper abdomen using the cooladvantage coolcore applicator and developed paradoxical hyperplasia (ph). The patient was diagnosed with paradoxical adipose hyperplasia on (B)(6) 2025 by provider medical safety.

Manufacturer narrative:
Additional information: a2, a4, a6, b5, e1. Correction: b3. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional information: b5. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system on (B)(6) 2024 to the upper abdomen using the cooladvantage coolcore applicator and infrascapular area. On (B)(6) 2024 coolsculpting elite system treatment to the right and left flanks. The patient was alleged to developed paradoxical hyperplasia (ph). The patient was diagnosed with paradoxical adipose hyperplasia to the upper abdomen on (B)(6) 2025 by provider medical safety. The provider indicated that paradoxical adipose hyperplasia developed on the bilateral upper and lower abdomen.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system (B)(6) 2024 using the cooladvantage coolcore applicator to upper and lower abdomen, and right and left flanks. Developed paradoxical hyperplasia.

Manufacturer narrative:
Additional information: b5 (clarification of areas of paradoxical adipose hyperplasia). Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting system and may have developed paradoxical hyperplasia (ph).